Event description:
A repeatable false positive advia centaur troponin result was obtained on a pt sample when run on two advia centaur systems and compared to another test method. The initial results (neat) were >50.0 on both advia centaur systems. Repeat dilution testing was performed at 1:2 and 1:5 on both systems, and the troponin results were positive. The positive dilution results were reported. The pt samples were sent out for add'l testing by another test method and the results were negative. The troponin positive test result was corrected and reported as negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Event description:
A repeatable false positive advia centaur troponin result was obtained on a pt sample when run on two advia centaur systems and compared to another test method. The initial results (neat) were >50.0 on both advia centaur systems. Repeat dilution testing was performed at 1:2 and 1:5 on both systems and the troponin results were positive. The positive dilution results were reported. The pt samples were sent out for add'l testing by another test method and the results were negative. The troponin positive test result was corrected and reported as negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Event description:
A repeatable false positive advia centaur troponin result was obtained on a pt sample when run on two advia centaur systems and compared to another test method. The initial results (neat) were >50.0 on both advia centaur systems. Repeat dilution testing was performed at 1:2 and 1:5 on both systems and the troponin results were positive. The positive dilution results were reported. The pt samples were sent out for add'l testing by another test method and the results were negative. The troponin positive test result was corrected and reported as negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Event description:
A repeatable false positive advia centaur troponin result was obtained on a pt sample when run on two advia centaur systems and compared to another test method. The initial results (neat) were >50.0 on both advia centaur systems. Repeat dilution testing was performed at 1:2 and 1:5 on both systems and the troponin results were positive. The positive dilution results were reported. The pt samples were sent out for add'l testing by another test method and the results were negative. The troponin positive test result was corrected and reported as negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
The cause for the discordant troponin ultra result on both advia centaurs compared to the other test method is unk. The lower troponin ultra results after sample dilution may be attributed to interfering substances. The pt had a very high result for rheumatoid factor. No further eval of the device is required.

Manufacturer narrative:
The cause for the discordant troponin ultra result on both advia centaurs compared to the other test method is unk. The lower troponin ultra results after sample dilution may be attributed to interfering substances. The pt had a very high result for rheumatoid factor. No further eval of the device is required.

Manufacturer narrative:
The cause for the discordant troponin ultra result on both advia centaurs compared to the other test method is unk. The lower troponin ultra results after sample dilution may be attributed to interfering substances. The pt had a very high result for rheumatoid factor. No further eval of the device is required.

Manufacturer narrative:
The cause for the discordant troponin ultra result on both advia centaurs compared to the other test method is unk. The lower troponin ultra results after sample dilution may be attributed to interfering substances. The pt had a very high result for rheumatoid factor. No further eval of the device is required.